Manufacturer narrative:
Date sent to the FDA: (B)(6), 2011. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual needle revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. A visual inspection was also performed on one additional loose needles returned for evaluation. There were no signs of manufacturing defects found on the needle. There were scuff marks and indents on the needle that appear to have come from handling by the surgical needle holders or some other gripping device.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy procedure on (B)(6), 2011 and suture was used. During suturing of the cervix, the needle tip was missing. The patient was then examined under x- ray to find the missing needle tip but nothing was found. There were no adverse patient consequences.